Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the clinical observation cannot be confirmed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed heart block with no ventricular escape beats. Temporary pacing resolved the heart block. Four days post-implant, a permanent pacemaker was placed. No other adverse patient effects were reported.

Event description:
Additional information was received that there were lengthy episodes of high degree atrio-ventricular (av) block and essential asystole also noted prior to the pacemaker implant. A chest x-ray revealed the temporary pacemaker lead had moved out of place, losing capture. The temporary lead was re-advanced to provide support until the implant of the permanent pacemaker. Additional information also was received that post-implant hypertension, possibly procedure-related, was noted and resolved with medication. Four days post-implant a chest x-ray revealed a small left pleural effusion that also was possibly procedure-related; no treatment was prescribed. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.